Manufacturer narrative:
UDI - not required for this product code/ lot number combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Not required for this product code/ lot number combination. The actual device was returned for evaluation. Visual inspection revealed that the tore was from the exit port to the distal end side at 6.7cm~8.5cm from the tip. Simulation testing was performed by using a new eliminate and ptca trainer. As these result, tore of exit port in involved product occurred by the reason that removal operation was performed in the state of bending of guidewire used together. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. Terumo medical products (tmp)(importer) registration no. 2243441 is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. 3009500972. Exemption number e2015021.

Event description:
The user facility reported that when the user was using the eliminate, the guidewire was trapped and stacked. Therefore the eliminate stopped moving, and another product was used.